Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number 5950008, lot number huye1416 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of ventralex st patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent mesh repair. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields, d4 (UDI no), . Corrected field. (Manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huye1416 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with supraumbilical ventral hernia thereby underwent laparoscopic hernia repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿the hernia defect was noted supraumbilical region and was taken off along with a piece of preperitoneal fat. A piece of ventrio st mesh (device #1) was placed over the defect and tacked.¿ on (B)(6) 2014 - patient was diagnosed with reducible umbilical hernia thereby underwent open hernia repair with the implant of ventralex st mesh (device #2). Per operative notes, ¿the preperitoneal fat was reduced and the fascial place was then created posteriorly. A ventralex st hernia patch (device #2) was then placed intraperitoneally and then secured with sutures.¿ (note, there was no mention/visualization of previous mesh (device #1). On (B)(6) 2015 and on (B)(6) 2016 - patient had visited hospital and was diagnosed with recurrent umbilical hernia and abdominal pain. On (B)(6) 2016 - patient was diagnosed with recurrent ventral and umbilical hernia thereby underwent hernia repair and lysis of adhesions. Per operative notes, ¿three separate hernia defects containing preperitoneal fat were identified and the fat was excised. The initial hernia repair was opened and there were some adhesions to the mesh (device #2) were dissected. The primary hernia defects were closed by joining the hernias together to create one linear hernia. A synthetic mesh was secured with sutures.¿ attorney alleges that the patient had bowel obstruction, bowel perforation, adhesions, pain, and hernia recurrence.